Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had angulation play. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found there was foreign material in the forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: reduced angulation, due to wear of the angle wire the bending angles in the left / right directions did not meet the standard value, due to wear of the angle wire the bending angles in the up/down directions did not meet the standard value, due to wear of the angle wire, the play of the right / left knob was out of the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, due to deformation of the electrical connector the water tightness was lost, due to clogging of the water suction tube the balloon suction volume did not meet the standard value, due to deformation of the nozzle the water removal ability did not meet the standard value, the adhesive on the bending section cover rubber was detached, the suction cylinder was deformed, the forceps channel port had a dent, the grip had a scratch, the acoustic lens had a scratch, the universal cord had a scratch, the distal end had a scratch, the suction cover had a scratch, the light guide cover glass had a scratch, switch 1 had a scratch, the connecting tube had a scratch, and the scope connector had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Foreign materials were unable to be identified. Based on the results of the investigation, a specific root cause of the foreign materials being stuck in the forceps elevator could not be determined at this time. The event may be detected/prevented by following the instructions for use section sections below: chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 reprocessing workflow for endoscopes and accessories chapter 9 reprocessing the endoscope(and related reprocessing accessories) olympus will continue to monitor field performance for this device.